Event description:
Swelling (knee) five times worse than before injection [joint swelling]. Pain (knee) five times worse than before injection [arthralgia]. Xray showed bone on top of bone (left knee) [arthropathy]. Flu like symptoms [influenza like illness]. Sore throat [oropharyngeal pain]. Runny nose [rhinorrhoea]. Headache [headache]. Synvisc one did not help [device ineffective]. Injection also increased back pain [back pain]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc one injection of 6 ml, once, in left knee. The lot number of synvisc one was not provided. On an unspecified date, in (B)(6) 2011, the pt experienced "swelling (knee) five times worse than before injection", "pain (knee) five times worse than before injection", headache, flu like symptoms, sore throat and runny nose. The pt stated that the injection of synvisc one increased her back pain and that she had to visit emergency department. On (B)(6) 2012, the pt received cortisone injection in her left knee as the "synvisc one injection did not help" and there was still swelling in the left knee. She also had an x-ray of her left knee that showed bone on top of bone. Synvisc one dose was unchanged. The outcome for the events of "pain (knee) five times worse than before injection", headache, x-ray showed bone on top of bone (left knee), flu like symptoms, sore throat, runny nose and "injection also increased back pain" was not provided. The outcome for the event of "swelling (knee) five times worse than before injection" was not yet recovered. Concomitant medications were not provided. The intensity for the events of "swelling (knee) five times worse than before injection", pain (knee) five times worse than before injection", headache, x-ray showed bone on top of bone (left knee), flu like symptoms, sore throat, runny nose and "injection also increased back pain" was severe. The qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.